Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated on-site by our field service engineer. The reported failure was reproduced and it was found that the expiratory pressure transducer pcb was faulty. It was replaced which solved the issue. The pressure transducer pcb was kept by the customer and not returned for investigation. The evaluation of the received device logs confirms the reported pressure transducer test during system checkout. The pressure transducer test failed due to the zero pressure offset for the expiratory pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was 0 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the field service engineer investigation and evaluation of the system device logs, is that the reported failure was caused by the replaced expiratory pressure transducer pcb. However, no part were returned for investigation and therefore the root cause of the event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).